Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for abnormal barrier separation with the incident lot was not observed. Gel separation in the photo presented, meets the expectations. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for abnormal barrier separation with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that abnormal additive occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "no details on specimen collection. Quantum personnel suspects that sample was collected using needle and syringe and tube cap removed to transfer specimen in tube as there was no sign of piercing on tube cap. Sample receiving time -(B)(6) 2019 - 2.30pm, sample collection in the morning ¿ (B)(6) 2019- 8.02 am other information: 1.abnormal gel separation observed. 2.laboratory staff removed the gel, and aliquoted the blood specimen in to another sstii tube. Noted that there was no serum seen. 3. Quantum is requesting gp for recollection of sample. 4. Test requested by gp: hba1c, fbc, urine feme, abo & rh, esr, blood film comment, glucose, ca 125, cea, h.pylori igg, lipids, liver function, calcium, hiv 1 & 2 ( ag & ab), anti hbs, anti hav (total), potassium, sodium, tsh, urea, uric acid, rheumatoid factor, creatinin, vdrl (rpr), afp, hbsag, chloride, phosphate.". 2 occurrences reported, but the patient information and date/time were not given.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that abnormal additive occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: "no details on specimen collection. (B)(6) personnel suspects that sample was collected using needle and syringe and tube cap removed to transfer specimen in tube as there was no sign of piercing on tube cap. Sample receiving time - (B)(6) 2019 - 2.30pm, sample collection in the morning ¿ (B)(6) 2019 - 8.02 a. Other information: abnormal gel separation observed. Laboratory staff removed the gel, and aliquoted the blood specimen in to another sstii tube. Noted that there was no serum seen. (B)(6) is requesting gp for recollection of sample. Tests requested by gp: hba1c, fbc, urine feme, abo & rh, esr, blood film comment, glucose, ca 125, cea, h.pylori igg, lipids, liver function, calcium, hiv 1 & 2 ( ag & ab), anti hbs, anti hav (total), potassium, sodium, tsh, urea, uric acid, rheumatoid factor, creatinin, vdrl (rpr), afp, hbsag, chloride, phosphate." 2 occurrences reported, but the patient information and date/time were not given.